Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have thermal damage at the tip, preventing the blades from opening. The instrument passed electrical continuity testing and was subsequently installed and driven on an in-house system, where it passed recognition and engagement tests. However, during energy activation, the instrument released energy and began arcing almost immediately on multiple attempts. The complaint was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.